Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and simulated use testing was performed. The leak as reported was confirmed. Upon further observation it was determined that the incorrect male luer was connected to the patient's female luer. It is unknown if the device was assembled incorrectly during manufacturing or at the account. Root cause is due to improper assembly, however it is unknown where the improper assembly occured. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot were found.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure, the clinical staff noted that the pressure monitoring set was leaking fluid from the stopcock while connected to the patient. The device was replaced for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.